Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while connecting the anvil to the stapler during a robotic laparoscopic low anterior resection, one of the prongs bent and broke off into the patient but was retrieved. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be broken and there were damages to the over mold center rod, inside the shell, on the knife, pusher, and shell insert. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damages may occur if the instrument is clamped on an obstruction. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.